Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device exchange procedure, oversensing due to crosstalk, noise, and high capture threshold were noted on the right atrial (ra) lead. The event was resolved by reprogramming the device. The patient was stable with no consequences.